Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported that ever since about a month after implant, the patient's device would shock them when it was turned on. The patient stated that they turned off the device , but would intermittently turn the ins back on and retry using therapy. The patient reported that when they would turn on their therapy they would still get shocked, and they would "smell like a burning animal." Patient alleged that the device was burning their bladder. Agent redirected the patient to their hcp. Patient stated that they saw their hcp when the issue first began, and the hcp stated "maybe one of the leads isn't working right." The patient stated that  was all that was said at the appointment, and since then they have given up. Patient denied enduring any accidents or trauma prior to experiencing shocking. Patient inquired whether or not mdt had reimbursement programs for issues such as this, agent reviewed expectations. Patient was redirected to their hcp.